Event description:
It was reported that during a tubing change the main needle/infusion set connector became loose and could not be reattached, prompting guided replacement of tubing and insertion of a new inset teflon 6 mm, with successful priming evidenced by visible drops; the issue pertained to the cannula/infusion set connection. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving an improper or incorrect procedure related to the cannula/infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.